Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2019-05168. It was reported patient experienced ineffective coverage of pain relief. Diagnostics indicated that the leads had migrated. To address the issue patient underwent surgical intervention where both the leads were explanted and one tripole lead was implanted .effective coverage of therapy was reported post operatively.

Event description:
Device 1of 2. Reference MFR. Report: 1627487-2019-05168.